Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in flooding in the hallway where it was located. User facility personnel shut off the water supply and no injuries, property damage procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found user facility had repaired the connection. The technician ran test cycles and confirmed the unit was operational. The technician found the user facility had installed a hot water heater to raise their water temperature. The facility installed the heater by disconnecting the building supply connection and fitting and installing to the hot water heater outlet connection by threading on the straight barbed fitting, slipping the hose over the barb, and tightening with two worm clamps. The facility sourced their own hose to the make the water line connections between the building supply and hot water inlet. Steris was not made aware that the hot water heater was being installed and was not part of the installation.